Event description:
Related manufacturer report number 1627487-2022-04080. It was reported that the patient was not receiving effective therapy from their system and were unable to get an MRI. It was found that the lead had high impedances. Additionally, the ipg was unable to communicate with external devices, deeming the ipg inoperable. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced and the lead was moved down and connected to the new ipg. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.